Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing fse identified issue with image storage. The fse re-created image storage. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. (Device) problem code was corrected.

Event description:
It has been reported to philips that a message regarding no memory available on the system appeared. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.